Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy which involved a prisma m100 pre set ckt. During treatment, an external blood leak was observed. Treatment was stopped and the extracorporeal blood circuit was returned to the patient. There was no patient injury or medical intervention related to this event.